Manufacturer narrative:
Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Customer also stated receiving multiple error codes with and without blood sample. The customer is concerned with test results obtained of hi, 405, 434 and 312 mg/dl; all results except 312 mg/dl were non-fasting. The customer did not know her expected glucose test result range. At the time of the call, the customer feels well and did not report any symptoms. Customer stated approximately 3 days before calling, she had been feeling fatigue and having increased urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a blood test was performed by the customer non-fasting and produced test result of 438 mg/dl. The product is stored according to specification in the living room/bedroom. The test strip lot manufacturer¿s expiration date is 02/16/2021 and open vial date is 02/09/2020. The meter memory was reviewed for previous test result history: (B)(6).